Manufacturer narrative:
The supplemental report is being submitted to provide additional information received from the customer. The following sections have been updated: b5. E2. E3. G2.

Event description:
Additional information was requested of and provided by the customer: although the device malfunctioned during preparation for use of the intended procedure, it was used to successfully complete the cystoscopy procedure without any further issues. There was no surgical delay.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is complete. The olympus service center confirmed the reported event which was due to a faulty cable unit. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the user applying stress to the cable unit possibly by twisting it. The event might have been prevented by following the instructions for use as follows: never excessively bend, pull, twist, coil, squeeze or apply crushing force to the camera cable. The camera cable could become damaged. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to olympus the device was not showing an image during preparation for use. No patient harm or injury was reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.